Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture. Fluoroscopy was performed and the lv lead was found to be dislodged. The physician elected to reposition the lv lead and while the physician attempted maneuvering, the lv lead had difficulty advancing through the guidewire. Eventually, the lv was explanted and replaced. It was also reported that the right atrial (ra) lead exhibited a high capture threshold. Fluoroscopy and x-ray were performed to confirm the ra lead had lost slack prior to the procedure. Therefore, during the procedure, the physician added additional slack to the ra lead to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and "lead had difficulty advancing through the guidewire". A complete lead was returned in one piece. The reported event of "lead had difficulty advancing through the guidewire" was confirmed. X-ray examination found the inner coil was damaged at the connector region consistent with procedural damage. The guidewire insertion/ removal test was not performed due to damaged inner coil, as received. The cause of the reported event of "lead had difficulty advancing through the guidewire" was due to damaged inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The double bend height was measured to be within product specification.